Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery life of their device is already running low after five years when it should be lasting longer. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.